Manufacturer narrative:
Concomitant medical products: product ID: dtpa2d1 crt-d, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving a shock. Interrogation showed that the patient was inappropriately shocked due to oversensing of noise which had triggered an alert on the right ventricular (rv) lead. The lead also triggered a lead integrity alert (lia), and high undefined out of range (oor) pacing impedance and elevated sensing integrity counter (sic) were observed. A lead fracture is suspected. Therapies were programmed off, and the lead was later capped and replaced. No further patient complications have been reported as a result of this event.